Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device not working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device ran in locked position, identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported by (B)(6) that the motor device did not work. During in-house engineering evaluation, it was determined that the device ran in locked position. It was further determined that the device failed pretest for safety assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2022. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.